Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: on investigation, there was moisture in the battery compartment and behind the display lens. All keypad buttons demonstrated intermittent unresponsiveness. There was no damage to the keypad. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Leak testing failed due to a crack in the battery compartment. Moisture was found throughout the interior of the pump. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok keypad button was under responsive and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.